Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for lois 09/19/2018information was received from a consumer who reported after implant the patient had a huge blood clot or hematomas so they ¿went in and cleaned that out, but they didn't put it back in properly which caused it to protrude from the stomach.¿ due to the placement of the implantable neurostimulator (ins) every time the patient bumped into the kitchen cupboards they would have pain, so they told the healthcare provider (hcp) they needed to do something to help him. The hcp kept putting the patient off and off until the patient shot himself on (B)(6) 2014 because he couldn't deal with the discomfort or pain caused by the ins anymore. According to the consumer the hcp was wrong not to follow through and the manufacturer¿s representative (rep) was there at the time of implant to make sure it was done properly. It was noted the patient had a prior implant in 1989 for over 10 years and never had any issues with their implant. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had implant done and the manufacturer's representative (rep) was present during the implant with hcp. The caller reported the neurostimulator (ins) was not put in properly and it protruded from the stomach and every time the patient bumped into kitchen cupboards he would have pain. It was reported that after implant, the patient had a huge blood clotted/ hematomas and they went in and cleaned that out and they didn't put back in properly and that was when it protruded. Caller reported that the patient had a prior implant that the patient had for 10 years, not sure if it was from the same manufacturer or not but they never had issues with it. No further complications were reported/anticipated.

Manufacturer narrative:
The event is both an adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information regarding this event will be captured in supplemental submissions for regulatory report # 3004209178-2014-10035.